Event description:
When the smart stent delivery system was taken out of the sterile pouch, the distal stent tip was prematurely exposed from the outer sheath. Therefore, another product was used for the procedure.

Manufacturer narrative:
When the smart stent delivery system was taken out of the sterile pouch, the distal stent tip was prematurely exposed from the outer sheath. Therefore, another product was used for the procedure. The exact cause of the stent premature deployment that was found on the unit could not be determined. One non-sterile unit of smater 190, 10 x 80mm was received coiled in a plastic bag. Stent was partially deployed 1.8cm away from distal end of brite tip. No other discrepancies were found. The usable length of the stent delivery system (sds) was measured and it was found to be acceptable. The deployment process was performed, with no anomalies found. The device history record (DHR) review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Since no discrepancies were found during functional analysis, the deployment difficulty was not confirmed. The premature deployment of the stent was confirmed since the stent was received partially deployed; however it does not appear to be manufacturing related, controls exist in the manufacturing process to prevent this failure as well as there are inspections to detect this type of failures. Procedural factors may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and there were no anomalies found during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.